Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(6)2018. Additional information was requested and the following was obtained: what were current symptoms following the index surgical procedure? Onset date? -recurrent uti other relevant patient history/concomitant medications - unknown. Product code and lot # - unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event. -tape erosion into the bladder. The initial approach for the index surgical procedure? - unknown. Any concurrent procedure/device implantation? - unknown. Were there any intra-operative complications? - unknown. When was the mesh exposure first noted by a physician? - (B)(6)2017 mesh exposure symptoms and diagnostic confirmation? - recurrent utis, erosion confirmed at cystoscopy describe medical/surgical intervention for exposure including dates and findings. - laparotomy + cystotomy with complete abdominal and vaginal excision of tvt what is the patient's current status? -hasn't attended follow up yet.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure in 2006 and mesh was implanted. The patient experienced erosion in the bladder mucosa and recurrent urinary tract infections. The patient underwent mesh removal with laparotomy on an unknown date. No additional information has been reported.